Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caretaker stated the patient announced a fourth meal, then did not eat, and later ate about four hours afterward without announcing, after which blood glucose was high with a reported blood glucose value of 319 mg/dl while using the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included user education on proper meal announcement, and troubleshooting for use error. Investigation of this case revealed a missed meal announcement and user handling error; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed and mistimed meal announcement.